Event description:
The patient reported a burning sensation during a MRI and the MRI procedure was aborted. The patient has not experienced additional burning sensations and has continued using therapy. However, they reported no pain relief after the MRI along with muscle tensions in their legs when using the device. The muscle tension was treated with kinesio tape and the patient saw a neurologist who prescribed medication. As of (B)(6) 2025, the pain is slightly better with the medication and an appointment is scheduled for (B)(6) 2026. No further information is available at this time.

Manufacturer narrative:
The issues after an MRI questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient experiencing a fall, being injured, or performing strenuous activities since implant, device migration, and the patient having any other implanted pins/screws/devices have been ruled out. Additionally, the transmitter assembly being in use during the MRI has been ruled out. An additional potential cause is the MRI scan not meeting MRI requirements according to the instructions for use. However, the MRI scan settings could not be obtained. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in issues after an MRI. Issues after an MRI rates remain acceptably low; thus, a CAPA is not required at this time. Issues after an MRI rates will continue to be tracked and trended.